Manufacturer narrative:
Concomitant medical products: 4598-88 lead, implanted: (B)(6) 2017.

Event description:
It was reported that approximately two weeks after implant of the cardiac resynchronization therapy defibrillator (crt-d), the patient experienced a pocket hematoma. The hematoma was evacuated and the pocket was re-opened to insert an absorbable antibacterial envelope. The crt-d remains in use. No further patient complications have been reported as a result of this event.